Manufacturer narrative:
The device was returned for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the evaluation could not replicate the reported issue. The problem was not confirmed. Although the speaker was confirmed to have sound, it was replaced per current process and returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device does not have sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone number: (B)(6). The customer is expected to send the device for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.